Event description:
In accordance with 21 cfr 803.22 (b) (2), we are notifying you that in 2009, a pt called roche diagnostics and reported that, on an unspecified date, she experienced a seizure due to high blood sugar. The caller stated that one the day of the event, she took her normal dose of metformin at 6:00 a.m. At 7:00 a.m., she obtained a reading of 168 mg/dl on her one-touch blood glucose monitor. At approx 2:00 p.m., she felt chest pains and obtained a reading on her one-touch meter in 200 mg/dl range. The caller stated she then experienced a seizure and lost consciousness. Her husband transported her to the emergency room where she was admitted at approx 3:30 p.m. Due to seizure and bronchial pneumonia. The caller indicated that the seizure was caused by high blood sugar. The caller stated that, while in the hospital, she was administered an unknown dose of an unidentified insulin. She stated that she began to feel better about 12 hours later and was released from the hospital two days later. No additional info was provided regarding this incident. The one-touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm.